Event description:
Patient 1/2: it was reported that the patient underwent a caesarean section delivery on an unknown date. Approximately 6 to 8 weeks postoperative she presents externalized staples to the skin at the level of the scar. Manual removal of externalized staples. The patient underwent procedure to manually suture wound and experienced bleeding during manual staple removal. This was painful for the patient. Staples were discarded. No additional information is available. 2030 insorb 2023-08-0000457.

Manufacturer narrative:
G2: foreign: france. Customer has indicated that the product was discarded and can not be returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: the complaint product was manufactured by csi. Manufacturing record review: a review of the device history record could not be performed because the lot number provided was not valid. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. However, in those cases the product was not returned and ruled not to be a manufacturing issue. Product receipt: the complaint product was not returned to csi. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no root cause could be reliably determined. The IFU indicates proper skin closure technique and the guidelines to minimize superficial or external staple placements which mentions to keep the stapler level with plane of skin and to ensure that the blue triangles (both) are covered by skin. No information about how the staples were remove was provided nor the procedure followed by the physician. However, for the post operative wound access, the IFU mentions to use scissors to cut the backspan of the staple and that it's not necessary to remove the staple fragments. Removing them will cause an undesired tension to the wound that could lead to bleeding as it was mentioned by the client in the follow ups. No corrective action needed as no product was received for evaluation and no further information was provided by the customer that could show the condition described. Also, no evidence of manufacturing defect was found during the investigation.

Event description:
No additional information is available.